Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump alarmed but the alarm didn't appear in the history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/11/2015 with the following findings: the pump booted up to the verify screen with no issues. A rewind, load, prime and fill cannula sequence were successfully completed. The pump was exercised for 24 hours without the alleged issue occurring. An alarm was reproduced for the investigation and the pump gave the appropriate sound warning and displayed the alarm message on the screen. The alarm was accurately recorded in alarm history. The alleged issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.